Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2021-27429. Manufacturer reference number: 2017865-2021-27430. It was reported that the patient presented to the clinic with pain at the pocket site. It was noted that the pocket had redness, swelling and the patient had developed an infection. The entire system including the pacemaker and leads was explanted, a new system was implanted on (B)(6) 2021. The patient was stable post procedure.